Manufacturer narrative:
510k: this report is for an unknown screws: cannulated/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent a removal of an unknown cannulated screw. The reason was due to patient's discomfort. It is unknown if there was any surgical delay. Patient and procedure outcome is unknown. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).